Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatments.

Event description:
A patient received 2 appropriate shocks during vt/vf. The first shock did not convert the arrhythmia. Lifevest intended to treat life-threatening ventricular arrhythmias. The failure to convert a shock is a known and potentially adverse outcome of defibrillation therapy. Treatment number 2 was converted to a slower rhythm. The response buttons were not pressed during the event. The patient went to the hospital for further evaluation and continues to wear the lifevest.